Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the physician was attempting to place the lead in stage 1 of the advanced trial. The testing did not go as planned, so the physician removed the lead. The physician decided to remove the introducer and a piece of the introducer broke off inside the patient. The foramen needle pierced the introducer because the stylet was not inside. The physician was able to dissect down and remove the broken piece from the patient. There was no injury to report. The patient fully recovered.